Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3487a, lot # j0120812v, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
The consumer reported that the patient was in the hospital and lost their recharger and patient programmer. Since then they had been without external equipment and had not had a functioning implantable neurostimulator (ins); it did not work. Since the device was not working all of their symptoms returned and they had "payne." The issues started in 2013. It was noted that "# jump start" were performed to resolve the issues with the ins not working. The patient was indicated for failed back surgery syndrome.